Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the test indicates that the maximum dose is above a 10 hour limit. No patient was involved.